Event description:
The devices were used during a laser bullectomy. It was reported the staplers jammed. They ceased the firing cycle after unformed staples had advanced. Sales rep stated one of them did this after the 2nd firing, the other after 4-5 firings. It is possible the device were fired over previous staple lines. It is unknown which is which. The case was completed with a third device. There was no consequence to the pt.